Event description:
It was reported that right hip revision surgery was performed due pathological fractures and elevated ion metals.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and sleeve were removed. The r3 shell, stem, stem spout slot and 25mm screw remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, r3 shell, hemi head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 liner and r3 shell. Similar complaints have been identified for the sleeve and hemi head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the brown necrotic tissue and osteolysis may be consistent with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the osteolysis, lesser trochanter fracture and metallosis cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.